Event description:
An operator was using the hoist to lift the pt from bed to chair. The pt was lifted and the hoist was swung in an arc away from the bed. One of the shoulder attachment clips became disengaged from the attachment pin, and the pt fell to the floor. The pt died as the result of the incident. One person involved.